Event description:
The dr was performing a breast biopsy and was taking samples when a blue cable error occurred. The dr tried to bypass the error and could not continue with sampling. The dr decided to remove the probe from the breast and use an alternate system to complete the case. There was no pt consequence. The customer returned their holster for service and repair.